Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported a button error on his insulin pump. Customer is on a camping trip and he thinks the device may have gotten wet. Customer's blood glucose is 348 mg/dl. Customer was fishing and the device was in his pocket. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer declined troubleshooting for high blood glucose. He is high because he just ate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.